Event description:
The iabp [intra-aortic balloon pump] was working during shift change assessment at 1930 on day of event. During the nurses 2000 assessment, the patient was moving his left arm off the bed to show his limited range of motion when the bedside rn heard an audible difference in the pumps functioning and saw blood in the helium tubing. It is reported that this blood reached the iabp controller due to how quickly the event transpired. Due to the suspected balloon rupture, the critical care physician attempted to remove the catheter at the bedside but reportedly met some resistance and notified the cardiologist. The cardiologist came to the bedside to remove the catheter and applied manual pressure to the site to control the bleeding.